Manufacturer narrative:
The patient was revised to address pain. Examination of the reported devices was not possible as they were not returned. A search of the complaints databases identified other reports against the liner. Per procedure, this device is exempt from device history record review. A search of the complaints databases and/or review of device history records was not possible against the remaining unknown product/lot code combination. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. The complaint shall be closed with an undetermined conclusion; entered into the complaints database and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address pain.